Event description:
No autopsy was performed and (B)(4) was not explanted for evaluation.

Manufacturer narrative:
Manufacturer's investigation results: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The heartmate ii lvas IFU lists sepsis, infection, and renal failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the hmii lvas patient handbook, also provide information regarding how to prevent infection. The relevant sections of the device history records for (B)(4) (documents (B)(4)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 22 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired due to sepsis. The cause of the sepsis was undetermined, as the patient had been in the ICU with invasive lines, on dialysis for three months, and had right lower lobe pneumonia prior to lvad implant. The account stated that it may be hard to pin point the exact cause of sepsis; however, they would not attribute the device as the direct cause. No further information was provided.